Event description:
The pt fell; she tripped over a shoe rack and fell on her stomach. Since then, she had a shocking/jolting sensation when her device was on. According to the pt, x-rays were done (date not reported) and they didn't find anything. The physician reported that reprogramming was done and he was "unable to substantiate pt claims, device appeared to be off at times she reported using it and suffering shocks". The pt wanted the device explanted. The pt's outcome was reported as "no injury". It was noted that the pt was using the implantable neurostimulator less than 2 times per month.

Manufacturer narrative:
(B) (4).